Event description:
It was reported that surgeon was impacting the femoral componet onto the femur using the legion primary universal ps femoral impactor, when the green plastic clip on the anterior side of the impactor broke into two pieces inside the patient. Both pieces of plastic were removed without any injury to the patient.

Manufacturer narrative:
The affected femoral implant impactor was not returned for evaluation. However, the device failure in this complaint has been previously identified. Corrective actions have been previously implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device(s) in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The anterior arm cover fractured off of the device and was not returned. The device was manufactured in 2011 and exhibits signs of extensive wear/usage. This failure mode was previously identified and corrective actions have been implemented by the supplier to eliminate/ reduce the occurrence of this failure mode. This part was produced prior to the implementation of those changes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The affected femoral implant impactor was not returned for evaluation. However, the device failure in this complaint has been previously identified. Corrective actions have been previously implemented by the supplier in (B)(6) 2013 to prevent recurrence of this failure mode. The device(s) in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.